Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: the available black box data showed evidence of a time/date reset to default setting after pump rebooting events. Time/date reset to default setting was duplicated during investigation. The initial complaint was confirmed. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 532 mg/dl with symptoms of nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump¿s time and date was resetting to the default settings when it was rebooted. The pump instructs the user to verify the time and date each time it is powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.